Event description:
Bd alaris pumps - we recently replaced our aging fleet, which was forced off the market due to numerous safety issues identified by FDA. Our new fleet is experiencing the same problems as the one that replaced it. These pumps are unsafe for patient use. Channel errors constantly interrupt infusions, including those in our ICU that run life-sustaining medications. The modularity of the system is a convenience for staff, but puts our patients at serious risk of permanent harm or death. These pumps in question are, again, brand new so the issue is a design or manufacturing problem and cannot be ascribed to age.